Event description:
Device malfunction: unk failure. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure of the femoral artery using the starclose device after a diagnostic procedure. Reportedly, an unk device failure occurred. It is unk how hemostasis was achieved. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete.